Event description:
Patient had an infection, so we removed the implant and put in an antibiotic spacer.

Manufacturer narrative:
The associated r3 3-hole shell was not returned for evaluation. A clinical evaluation noted that no relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, per complaint, the infection was reported as the root cause for the revision. The patient impact beyond the revision/placement of the antibiotic spacer cannot be determined. No further medical assessment is warranted at this time. The device was manufactured in 2010. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Our investigation including a review of review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.